Event description:
It was reported that the lead could not be attached to the ipg at the 0-7 port "right out of the box." The ipg was not able to be used and was not implanted. The ipg was returned for analysis. A second ipg model #37713 was implanted with no difficulty noted. No pt symptoms, outcome or details were provided.

Manufacturer narrative:
(B)(4).